Event description:
It was reported that "wire pulled apart". It was not specified if the event occurred during the interventional procedure or during unpacking. There were not reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been rec'd.